Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dental sal ejector. The dealer reports that the tip of the saliva ejector fell off when it was being manipulated by the office staff. The ejector was grabbed by the blue tip, and by the shaft, and the blue tip broke off. The ejector was not in use on a patient when the tip fell off."